Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient's recharger hardly showed any shaded coupling bars, and it took longer to charge. The caller also reported that the battery level kept going down as fast as they can recharge it. The caller reported that they generally charge over the patient's shirt, but now they have been putting it directly over their skin. The caller reported that the patient just got their stitches out from the ins implant, which occurred on (B)(6) 2017. The caller reported that the day before yesterday, they put the recharger directly over the patient's skin and then all of a sudden they got "like 6 or 7 bars and it charged pretty quick." The caller reported that before that and since then they have gotten no coupling. The caller was unable to do any troubleshooting due to lack of access to the product. No patient symptoms were reported. No further patient complications have been reported as a result of this event.